Event description:
Customer called to report high blood glucose after changing the infusion set. Blood glucose reading was 356 mg/dl. The customer had treated with the insulin pump. Troubleshooting was performed. The insulin pump was found to be functioning as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).